Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarm followed by motor position encoder error alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated motor error alarm and e70 alarm. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected e70 alarm anomalies noted. Device history download using thds was successful. However, on the reports data shown (B)(6) 2021 04:32:53 had alarm_motor_error. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.